Event description:
Information was received from a patient who was implanted with a neurostimulator for dystonia and movement disorders. It was reported that patient just got out of recovery from a surgery he had that was non-related to the device. They turned stim off since unipolar cautery was used. Patient stated for that last 30 minutes, he felt a constant vibrating when they turned device back on. They tried turning stim off but the vibration was still occurring. They did ground away from the system and used the lowest power setting they could. It was indicated that they tried turning stim off again with patient programmer and patient was stating the vibrating stopped. They confirmed programmer showed off and ok. A day later, healthcare provider (hcp) clarified that patient was in recovery from surgery due to thoracic embolism surgery. They were tasking for help turning off the implantable neurostimulator (ins) as it was causing patient's butt to shake. Patient could not straighten leg and appeared to be in a lot of pain from what was heard on the call. It was noted that the ins was confirmed to be off on the day of this call.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.